Manufacturer narrative:
Since the physician modified the medication, the iop is reported as normal. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Conclusion: off label use (below 21 years of age at the time of implant, lens implant in a pseudo phakic eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -14 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced elevated iop. The reporter also mentioned that the surgeon changed the medications eyedrops without cortisone to find out if the high iop is the outcome of giving cortisone eyedrops. As of the date of MDR submission, the lens remains implanted. Reference MDR number 2023826-2017-00701 for the same patient's eye.